Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 03/06/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/16/2017 with the following findings: a review of the black box and alarm history showed multiple consecutive call service 054, 052, and 012 slave communication failure alarms. The pump powered up with auditory and vibratory alarms to a blank screen. Moisture was found on the display screen inside the pump. The pump cover was removed to find further moisture corrosion to the printed circuit board, vibration contacts, watchdog circuit, and to the display flex. A test display was installed and the pump was able to power up to the verify screen. The call service alarm issue complaint could not be investigated due to the blank display.